Event description:
Boston scientific crm received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted following the pt's death. The exact date of death or cause of death was not provided. The device was returned from a funeral home with not performance allegations and no indication the device caused or contributed to the death.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was programmed to vvir mode. Automated and manual bench testing revealed inappropriate waveforms. The right ventricular channel was noted with an incorrect amount of waveform droop which would not reach the programmed amplitude. There was no evidence indicating whether this performance issue occurred during implant or post-implant. Analysis concluded the device, as received, was unable to provide therapy at the programmed output levels due to a component failure.